Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain, failed back surgery syndrome. It was reported that the patient was having poor coupling while recharging, that the ins could not be turned on, and had a return of pain. A replacement ins recharger (insr) antenna was sent. The patient reported receiving the insr antenna, and the issue not being resolved. A replacement ins recharger (insr) was sent and when received that patient reported that while unplugging the desktop charger (dtc) from the insr a connector pin broke off inside the insr connector. The patient was able to remove the broken pin from the insr, and a replacement dtc was sent. No additional patient symptoms, and no additional complications were reported for this event.

Manufacturer narrative:
Analysis of the 37761 desktop charger sn# (B)(4) found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.